Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) defib conductor fracture (overstress). Full lead. Visual inspection: it was noted that the defibrillation conductor was distorted.

Event description:
It was reported that the lead was attempted and not implanted due to a fracture of the conductor coil. No patient complications have been reported as a result of this event.